Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was within specification in relation to the customer reported does not restart after downstream occlusion, which was not reproduced. The device was sent for occlusion testing and was found able to occlude within specified ranges at reasonable times while auto-restarting after occlusion. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not restart after downstream occlusion during testing. This occurred before use. There was no patient involvement. No additional information is available.